Event description:
The customer contacted the company's customer experience team via text message to report that they were experiencing difficulty removing the device. The event occurred the first time the customer used the device. The customer stated that it had been in place for almost 24 hours and that their boyfriend tried to assist them with removal of the device but they were unsuccessful. The company's customer experience team provided live assistance for approximately three hours via text messages but the customer was still unable to remove the device and stated that they were going to proceed to urgent care for removal. The company made three additional good-faith efforts to follow up with the customer via email in order to obtain additional information for the investigation, however, the customer failed to respond.